Event description:
It was reported that the patient presented remotely via (B)(6). Review of the transmission revealed that the implantable cardiac monitor exhibited undersensing resulting in false pause episodes. Programming changes were performed. There were no patient consequences.